Manufacturer narrative:
After battery installation device power up and display froze due to moisture damage to the electronic assembly noted. Unable to perform displacement test, self test, off no power test, a21 error test, and all operating currents test or verify failed battery test, a21 error and unexpected battery power loss due to frozen display. Device received with broken battery tube threads noted. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump restarting over and over again. Customer went to swimming pool. Customer stated plastic cracked around the top of the battery cap compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.